Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during the farawave procedure for atrial fibrillation, the catheter was dripping when flush line was connected prior to enter the body. The device was removed for re-mapping and upon re-inserting the device it was noticed the device not dripping while flushing. Tried flushing the side port with syringe and it wouldn't flush. There was no difficulty deploying or undeploying noted. The issue was with the flushing lumen. A new catheter was used to complete the procedure. No patient complications occurred. The device was received for analysis and investigation is still in progress.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection found no abnormalities. A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Flushing through the irrigation port was tested. Irrigation was observed in undeployed state, but not in basket and flower shape. The catheter was dissected for further inspection. It was observed that there was a kink in the flush lumen. Boston scientific concludes that the irrigation difficulty event was confirmed as the analysis of the returned device found kinking/stretching of the flush lumen, which likely caused the flushing difficulties. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: the event of difficult to irrigate is a known and anticipated event defined in the products risk management documentation and labeling. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to device design. The reported event was confirmed the reported analysis of the returned device found kinking/stretching of the flush lumen, which likely caused the flushing difficulties.

Event description:
It was reported that during the farawave procedure for atrial fibrillation, the catheter was dripping when flush line was connected prior to enter the body. The device was removed for re-mapping and upon re-inserting the device it was noticed the device not dripping while flushing. Tried flushing the side port with syringe and it wouldn't flush. There was no difficulty deploying or undeploying noted. The issue was with the flushing lumen. A new catheter was used to complete the procedure. No patient complications occurred. The device was received for analysis.